Event description:
It was reported that there was a revision of a uni-polar. Surgeon explanted head and sleeve due to patient infection.

Manufacturer narrative:
The following other hip device was also listed in this report: unitrax v40 sleeve +4mm; cat# 6942-6-070, lot# 40833901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a unipolar head was reported. The event was not confirmed. Device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation indicated that insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of a uni-polar. Surgeon explanted head and sleeve due to patient infection.